Event description:
It was reported when the patient had her implantable neurostimulator implanted, she was told "they could not get the back hook up." She was able to feel the stimulation on her leg, but not on her back. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 355531, lot# n332452, implanted: (B)(6) 2012, product type screening device. (B)(4).